Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 73-year-old male status post a cryo a-fib ablation 2 weeks prior, underwent an atrial flutter right (r-afl) ablation procedure with a pentaray nav high-density mapping eco catheter. A spline was stripped off and remained in the patient. The pentaray catheter spline casing/insulation material, along with electrodes 1-4, was stripped from spline a and became lodged in the patient's left bronchial trunk. After ablating the patient's cavotricuspid isthmus for right atrial flutter, a tachycardia persisted. The physician decided to insert a pentaray catheter through the 8.5 french sr0 sheath (it was mentioned after the event occurred that there was resistance with the catheter at the hub of the sheath during insertion). Some mapping with the carto 3 system in the ra was performed but there were no electrograms displayed from catheter electrodes 1-4. The interface cable was exchanged without resolution. Further mapping was done then the pentaray was removed from the sheath. It was then noticed that the spline a casing was stripped and only wires were present on this spline. Under fluoroscopy the spline casing was visualized in the ra, then the rv, floated out the pulmonary artery and became lodged in the left bronchial trunk in the patient's left lung. The patient was being closely monitored by anesthesia and there were no blood pressure, heart rate, or oxygen saturation changes. The patient remained stable. The physician then proceeded to perform a left atrial flutter ablation. The procedure was completed without patient compromise. There was no intervention or attempt to retrieve the spline casing. The patient remained stable and under observation at the time of the call. The physician did not indicate that they believed that bwi products contributed to the event, but believed the issue was related to the resistance met during pentaray insertion. The catheter introducer tool was in use. The physician acknowledged after the procedure that this likely resulted from improper insertion in combination with a product malfunction. No intervention was provided. The physician monitored the patient post procedure for signs of complication and none was noted. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. This patient was monitored during their normal stay duration and discharged the next day. The damage did result in wires and/or braid being exposed. Two electrodes were dislodged as part of the outer covering of the spline, but no ¿lifted or sharp rings¿ occurred. There was resistance or difficulty during insertion. The detachment was total. Physician did not remove the detached section. This dislodged section ended up in the right bronchial trunk of the lungs. The tip dome & electrodes & spline covering were detached. The sheath used was an abbott 8.5fr sro. Medical device entrapment without excessive manipulation required is not MDR-reportable. Tip fully separated is MDR-reportable. Additionally, since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 28-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, the received photographs of the complaint device were analyzed. According to pictures provided by the customer, a spline detached almost completely from the tip along with the electrodes and internal parts were exposed. This condition could be related to the use of the device during the procedure since according to the information provided a resistance was felt during the insertion of the pentaray catheter into the 8.5 french sr0 sheath, however, this cannot be conclusively determine. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. A manufacturing record evaluation was performed for the finished device 30767460l number, and no internal actions related to the complaint were found during the review. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use pentaray catheters in patients with prosthetic valves. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-oct-2022, the product investigation was completed. Device evaluation details: visual analysis revealed that one of the splines was detached halfway with internal parts exposed. (The other half is missing - not sent by the customer). Per the event, several tests were performed. The magnetic feature was tested, and no issues were observed. Then, an electrical test was performed, and an open circuit was found on the tip area. The product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. In addition, a dimensional test was performed, and the outer diameters of the device were found without specifications due to the absence of the spline. For this condition, the manufacturing team performed an analysis to find the root cause and the conclusion results showed that this condition cannot be related to the manufacturing process. A manufacturing record evaluation was performed for the finished device 30767460l number, and no internal actions related to the complaint were found during the review. The customer complaint regarding spline damage was confirmed; however, the root cause of the spline damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures, it could be related to the handling of the device during the procedure. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use pentaray catheters in patients with prosthetic valves. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 1-aug-2022, bwi received additional information regarding the event. The patient did not have or use any mitral/mechanical valve. No resistance was noticed when removing the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).